Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experienced a jolt from his spine to his heart when turning on his mts after changing its battery. The patient was sent to the ER for a heart evaluation. Follow-up identified the patient has no cardiac issues and there are no health concerns with the patient.